Manufacturer narrative:
As gore was unable to determine which thoracic component may have been involved in this complaint, additional gore® tag® component tgu454515j / 16433853 will also be identified on this report. Used to capture endoleak. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The devices remain implanted and, therefore, were not available for direct analysis by gore. It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use states ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and reoperation.¿

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an aortic arch aneurysm using two gore® tag® conformable thoracic stent grafts. On an unknown date, follow-up examination reportedly identified a suspected type iii endoleak (classification unknown) contributing to aneurysm enlargement (measurement not reported). On (B)(6) 2021, a reintervention was performed. According to the report, no endoleaks were detected by procedural angiography. An additional stent graft was implanted to reline the existing overlap site. The patient tolerated the procedure.